Event description:
During the coil embolization procedure; the coil wouldn't advance inside the microcatheter. So the surgeon exchanged the microcatheter and coil to complete the procedure. During the procedure; shuttle 6f guiding catheter; tracess 14 microguiding wire; headway 17 microcatheter were utilized. Before the surgeon try this coil; he deployed 1)target 360 soft 3 x 6cm 2)target 360 soft 2 x 4cm 3)deltaplush 1.5 x 3cm 4)deltaplush 1.5 x 1cm without any problems. When the surgeon failed to deploy this coil; he exchanged the microcatheter with excelsior sl-10 and try to deploy microplex hyper soft helical 1.5 x 1cm but failed as the aneurysm was already densely packed. Failure analysis discovered that the returned coil was stretched at the proximals section.

Manufacturer narrative:
The headway 17 microcatheter and the y adaptor were not returned. The coil was returned unsheathed and entangled around the dpu. The proximal end of the coil is stretched. Located 56.0 cm off the green distal tip, the dpu and coil are completely outside the sheath. The distal section of the coil is undamaged . Located at the protrusion site, there is severe mechanical sheath damage resulting in an opened skive. The coil was returned damaged. The most likely root cause of the resistance inside the microcatheter was due to interference inside the microcatheter. It cannot be determined if this the source of this interference was of a fixed or detached nature. In addition; without the return of the headway 17 microcatheter used in the procedure; it cannot be determined if this component contributed to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.